Event description:
Ac power switches on these units are extremely susceptible to breakage. Facility has literally replaced dozens of these switches on an ongoing basis. When switch breaks, green plastic 'rocker' element frequently falls out exposing live ac connections a potential shock hazard.